Event description:
It was reported that a pump alarmed for a system error 322. The device was programmed to deliver heparin at 245 units/hr in the micu care area. No pt injury was reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was able to confirm a system error 322 through review of the device history log, but the alarm could not be reproduced during testing. Further evaluation determined the alarm to be caused by a failing upper and lower aux which were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.